Event description:
A surgeon reported that a pt experienced a radicultis type symptoms following op-1 implantation via plif technique. Add'l info has been requested. Lot numbers pending. Add'l info received 31-mar-2008. A surgeon in another country, reported that a male had a 2-level (l4-5, l5-s1) posterolateral lumbar interbody fusion (plif) with local bone anteriorly and 2 impaction cages packed with op-1 implant approx 12 months ago. Three months prior to surgery, the pt sustained a disc injury and subsequently developed severe back pain and sciatica with spondylolithesis. At 4-6 weeks post-operative, the pt had no improvement of his pain and sciatica and he developed urinary symptoms. An MRI was done and there was no compression noted, however, there was evidence of epidural granulation tissue at the thecal sac and around the nerve roots. There was no heterotopic or exuberant bone formation and no fusion was evident. The pt still had severe pain and sciatica at 3 months post-op and was given a 3-day dexamethasone trial which did cause his symptoms to improve. Now at 6-months post-op, his pain is progressing (however, remains unilateral) and the pt has begun a pain management program. The surgeon stated that it was not likely that op-1 caused these events. No add'l info is expected.